Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed decreasing impedance measurements on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2026. The patient tolerated the procedure well and was in a stable condition.